Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-04108. It was reported the patient experienced ineffective stimulation due to both of the patient¿s leads migrated. Reprogramming temporarily provided effective stimulation. To address the issue, the physician revised the leads on (B)(6) 2020. One lead was explanted and replaced with a new lead, as the physician was unable to only reposition it. The second lead was successfully repositioned. It is unknown which lead serial number was explanted and which serial number was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.